Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced an autoimmune reaction post procedure. A week after implantation the patient began experiencing blurred vision was admitted to the emergency room and diagnosed with optic neuritis. The patient stated a possibility of thinking that this was related to her implants. Additionally, the patient stated to be feeling sharp pain on breasts bilaterally and autoimmune disease. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-24604 for contralateral prosthesis report.